Manufacturer narrative:
Concomitant medical devices: product ID :977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The patient reported that he was not getting pain relief from his spinal cord stimulator (scs). The outcome was ongoing. No actions were taken as interventions. Diagnostic methods included x-rays which showed that the leads had moved. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). Relevant medical history included: spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was worsening of pain.

Manufacturer narrative:
Additional review determined the following device code is not related to this event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved with no further action planned. Interventions included reprogramming. The doctor¿s response to the lead migration was that the leads only migrated a small amount and if the patient had primary low back pain the doctor would not recommend a lead revision since it did not seem that the spinal cord stimulator (scs) helped his low back very much.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.